Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Pain is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and...port site pain."

Event description:
Health professional reported, the access port from a lap-band was removed because, it was allegedly leaking and causing the patient pain. The health professional reported that the patient also complained of lack of restriction. The surgeon determined that the port was leaking but how the leak was determined was unknown. The surgeon believes the pain was related to the device. The port was replaced. The surgeon was not able to provide the serial number of the lap-band or lot number of the explanted access port because the surgeon did not have this information available.